Event description:
Reporter indicated that her vns therapy device was no longer working. In conversation with the pt, it could not be determined specifically what was wrong with the device. It was suggested that the pt see her neurologist to check the device, but it was noted that the neurologist is out of the country for an extended period of time. A selection of other neurologists in the area was given to the pt, but, to date, none of the physicians claim to have seen the pt. Due to a lack of info it is unk what may be wrong with the pt's device, and, therefore, the cause for the issue cannot be determined.